Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged strain reliefs on the connector end of both power cables and conductor breakdown. The reported event of damage to the power cable and fluid ingress were confirmed via visual inspection. The system controller returned with a pinhole in the black power cable and fluid residue was present in the area of the pin hole. The outer jacket was removed from both cables which reveal the presence of fluid in both cables. The fluid made its way from the cables into the controller housing but did not compromise any internal components. The controller was functionally tested, the damage to the cable and observed fluid ingress did not affect the controller's ability to operate the system at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must always be kept dry and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic and green liquid was noted coming out of the power cable. Upon further inspection there was a pin-point puncture on the black power cable. When pressure was applied the liquid came out quite readily. All vad functions and parameters were normal. Interrogation confirmed normal function. The patients controller was exchanged. On 17jun2020, a clamshell repair was performed. No further issues were noted after the repair. No further information was reported. Related manufacturer's report number: 2916596-2020-03325.